Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, tubing leaking due to hole in the tubing was noticed. It was reported that the hole in the tubing was identified by client when he discovered his pants were wet. Reported that the nurse made hv within one hour and new tubing with a new IV bag was attached to the pump. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. Sample was received decontaminated, in a plastic bag without the original packaging. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. The sample was received with the tube ripped on the surface which confirms the failure mode reported; however, the leakage test needed to be performed in order to confirm failure mode reported. During functional testing, leak testing was performed using a hydrostatic vessel as per procedure. A leak was detected coming from the tube; thus, the failure mode reported was confirmed. Based on the tests performed to replicate the failure mode, it could not be reproduced using the tools from assembly process. The most probable root cause is that damaged occurred after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
Device evaluation: one device sample was returned. The sample was received and reviewed in decontaminated condition without its original packaging and with the tube ripped on the surface which confirms the failure mode reported. Visual inspection, the sample was found to be missing the blue clip. No other defects or discrepancies were found that would prevent the sample from functioning properly based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed. DHR review showed no non-conformities with this lot number.